Event description:
I had the essure procedure done back in (B)(6) 2012, since then I have had heavy bleeding, excessive weight gain, constant pelvic pain, constant lower back pain, fatigue. The pain is so strong I have to stop what I am doing, including pulling over to the side of the road until the pain stops without moving, which makes it worse, until the pain passes. In order to function during the day, I have to take 6 pills 200 mg of motrin in the morning and 4/6 pills I the evening to be able to do thinks with by children.